Event description:
It was reported that the patient presented during routine follow up with high impedance and noise on the right ventricular (rv) lead. Trend data indicated that the lead had mode switched from bipolar to unipolar pacing. An x-ray confirmed that there was insulation damage and fracture below the patient's clavicle. The rv lead was capped and replaced. During the replacement procedure, prior to implant, the rv lead was tested outside of the patient and found that the helix had a jerky motion and did not extend or retract smoothly also required many turns to extend or retract. The rv lead was not used and a different rv lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.